Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an oversized artificial urinary sphincter (aus) cuff. The cuff was explanted and replaced with a new better fitting cuff. There were no patient complications reported.

Event description:
It was reported that the patient presented with an oversized artificial urinary sphincter (aus) cuff. The cuff was explanted and replaced with a new better fitting cuff. There were no patient complications reported.

Manufacturer narrative:
Updated d4 lot number, expiration date, unique identifier, d6a implant date, c2/d10 concomitant therapy. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.